Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the device sensor had low rso2 readings and did not adhere to the forehead. It was also reported that light infusion contributed to the low readings. A baseline reading was set prior to the start of the procedure, and an attempt was made to reset the baseline reading, the numerical values obtained was left 39 and right 33. The patient¿s was in beach position and did not changed from the time the baseline was set. There was no reported patient outcome.